Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found in the bd vacutainer® k2e (edta) plus blood collection tube before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "fm inside the tube."

Event description:
It was reported that foreign matter was found in the bd vacutainer® k2e (edta) plus blood collection tube before use. The following information was provided by the initial reporter, translated from french to english: "fm inside the tube."

Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for fm in tube with the incident lot was observed. Additionally, evaluation/testing of the customer samples was performed and fm in tube was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.